Event description:
A healthcare facility in UK reported that a opt312 optiflow junior nasal cannula was found damaged at the swivel grip tube joint when it was being put on a baby in the neonatal unit. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wiggle pads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt312 junior cannula was returned to fisher & paykel healthcare in new zealand and visually inspected. Results: visual inspection revealed that the returned cannula was torn at the swivel grip tube joint. Although the tubing was stretched, the tube did not detach. It was also observed that the one of the wiggle pad was yellowish in colour. It showed sign that the nasal cannula had been used. Conclusion: we were unable to determine the cause of the reported failure. However the damage was most likely caused by an excessive pulling force being exerted on the tubing. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube.

Manufacturer narrative:
(B)(4). The complaint opt312 optiflow junior nasal cannula is currently en route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that a opt312 optiflow junior nasal cannula was found damaged when it was being put on a baby in the neonatal unit. There was no reported patient consequence.